Event description:
As reported, a device failure occurred with two (2) 6f/7f mynxgrip vascular closure device (vcd). There was no reported patient injury. One device balloon deflated in the vessel, and calcium was suspected. A second device sealant started to deploy when removing the device from the package. Both devices failed in the same procedure and same patient. The deployer was in training and identified as a fellow. A non-cordis sheath introducer was used. Presence of calcium in the vicinity of the puncture site was reported. Hemostasis was achieved with manual compression for less than 30 minutes. The device was reported to have been stored and prepared according to the instructions for use (IFU). The devices were discarded at site.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2602301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.